Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and granuloma.

Event description:
Patient reported right side "benign cyst (I think) on one of my breasts", "generalized pains", and "afraid I'll even be retired due to full disability". "Diagnosed with fibromyalgia" and "hair loss, insomnia" also reported, but is not considered device related. The device has been explanted.